Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a 99% stenosed, concentric, de novo lesion in the mid left anterior descending artery (lad) with moderate tortuosity and heavy calcification. Pre-dilatation was performed with a 1.2 mm and 2.0 mm tenku rx balloon catheter. The 3.0 x 15 mm tenku rx balloon catheter was advanced with slight resistance in an attempt to perform additional dilatation; however, the balloon ruptured at 4 atmospheres (atm) during the second inflation. There was no resistance noted during removal of the device. A non-abbott balloon catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.